Event description:
It was reported that the handle of the instrument was broken. After the part was received in the MFR, the analysis shows that the upper arm at the pin location is broken. No pt complications were reported.

Manufacturer narrative:
(B) (4): the instrument was returned to the MFR for eval. Visual examination confirmed that the upper jaw is broken off forward of the jaw pivot pin. The pin and broken off portion of the shaft are missing and were not returned for analysis. The above observations are consistent with improper use, resulting in the foregoing event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specs.